Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer¿s right ventricular (rv) lead exhibited low, out-of-range shock impedance measurements which was detected through the remote monitoring system. All other measurements were stable. The patient was subsequently evaluated in the clinic and the shock measurements obtained continued to be low out of range. The physician reprogrammed the shock configuration and was able to obtain normal shock impedance measurements. The patient will continue to be monitored. Additional information indicated that an x-ray performed but no issues were noted. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.